Manufacturer narrative:
Added concomitant products.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level over 500 mg/dl. The customer was assisted with troubleshoot. Customer states that the drive support cap is sticking out. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The product will not be return for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime test, and occlusion test. No motor error alarm noted. Drive support cap was inspected and no anomaly was noted. (B)(4).